Manufacturer narrative:
B.2 required intervention was incorrectly selected on the initial report that was submitted. A new selection was added. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. No product was returned for investigation. Hematoma: the root cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Major bleed: oozing around the insertion site was noted. All best practices were performed and the impella repositioning sheath was inserted with correct angle matching technique. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all post sterile inspection checks.

Event description:
The us complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had oozing from the impella site. Upon completion of the case, a hematoma was noted in the right groin. The pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.